Manufacturer narrative:
This report is being submitted pursuant to the provisions of 21 cfr, part 803. This report may be based on information which has not been investigated or verified prior to the required reporting date. This report does not reflect a conclusion by abiomed inc, or its employees that the report constitutes an admission that the product, abiomed inc, or its employees caused or contributed to the potential event described in this report. If information is obtained that was not available for the initial report, a follow-up report will be filed as appropriate.

Event description:
The complainant reported that a patient was implanted with an impella cp device for mechanical circulatory support. During support, there was a repeated ¿air in purge¿ alarm during the initial pump priming. There was no resolution to the alarm during repeated de-airing procedures. The purge cassette was ultimately exchanged with a new set, with successful priming thereafter. There was no patient harm and the patient survived the procedure.

Manufacturer narrative:
H6: updated codes based on the results of the investigation. H11: updated based on the results of the investigation and added clinical review. The cause of the issue could not be determined without returned product investigation and sufficient clinical details, including data logs.